Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine, (B)(4), instructions for use is written in (B)(6); therefore the domestic xience alpine instructions for use (IFU) is referenced. The xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube, when connecting to the inflation device/syringe. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat until all air is expelled. If bubbles persist, do not use the product. If a syringe was used, attach a prepared inflation device to stopcock. Open the stopcock to the delivery system. Leave on neutral.

Event description:
It was reported that the procedure was to treat a patient who presented with a myocardial infarction and a lesion in the left anterior descendinry artery with moderate tortuosity, heavy calcification and 99% stenosis. Thrombus aspiration was performed. A 3.5x12 mm xience alpine stent delivery system (sds) was advanced and resistance was met with the anatomy. The balloon of the sds was pressurized; however, the balloon ruptured at 8 atmospheres (atms). Although the balloon got ruptured, the sds balloon was pressurized up to 14 atms and the stent was deployed. Reportedly, air aspiration was performed inside of the patient anatomy prior to using the xience alpine sds. The sds was withdrawn from the patient anatomy without resistance. The stent was further dilated with an unspecified balloon catheter to ensure the stent was fully apposed to the vessel wall and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.